Event description:
It was reported that, this electrode was explanted and replaced due to noisy signals during an appropriate treated episode. Additionally, in other episodes recorded as atrial fibrillation (af), mechanical noise and signal saturations were present. Some provocative maneuvers were performed and the artifacts with signal saturations too were reproduced manipulating the device in both the primary (the programmed one) and alternate sensing vectors. A possible loss of integrity of this electrode was suspected. On the same day, the system was explanted and replaced with a new one. The patient will be monitored via latitude and in the scheduled follow-ups. No additional adverse patient effects were reported.